Event description:
It was reported that a zimmer meshgraft ii was not working properly and that the device chewed up the graft. It was reported that the doctor had to harvest a second graft from the patient in order to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Initial evaluation determined that the device was out of calibration. It was further determined that the side plates were loose. The roller, cutter, and side plates were also damaged. A sample graft mesh was also performed using an esmark bandage and it was determined that the sample graft mesh did not perforate according to specifications. The device was repaired and re-calibrated according to procedure and returned to the customer. The device was manufactured in 1982. A review of service records indicate that the device has not been returned to the manufacture for repair or preventative maintenance. It is documented in the instruction manual included with the device that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy".